Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it shows a battery capacity of 14% after an appropriate shock was delivered due to ventricular fibrillation (vf). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service at this time and there is no information available regarding the device replacement. No adverse patient effects were reported. Additional information provided indicates the s-ICD is scheduled for replacement on (B)(6) 2021 and technical services (ts) recommendation is to have the physician monitor the device on latitude for the accelerated battery depletion behavior. Additional information received indicates the device was explanted and replaced as scheduled and is expected to be returned for analysis. Reportedly, the s-ICD was now showing a battery longevity of 12%. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it shows a battery capacity of 14% after an appropriate shock was delivered due to ventricular fibrillation (vf). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service at this time and there is no information available regarding the device replacement. No adverse patient effects were reported. Additional information provided indicates the s-ICD is scheduled for replacement on (B)(6), 2021 and technical services (ts) recommendation is to have the physician monitor the device on latitude for the accelerated battery depletion behavior. Additional information received indicates the device was explanted and replaced as scheduled and is expected to be returned for analysis. Reportedly, the s-ICD was now showing a battery longevity of 12%. No additional adverse patient effects. The device was returned for analysis.